Event description:
The consumer was self propelling in a wheelchair when the wheel allegedly came off the chair. The consumer did not fall out of the chair and no injury is alleged.

Manufacturer narrative:
(B)(4) issued mfg report #1525712-2011-00328. The power chair was returned for an evaluation. Chair was approximately one year old at the time of the incident. Maintenance history is unknown. The chair was used. Tape and paper were wrapped around the rim and tire. No discrepancies were found during the functional test. Details: the consumer stated that the "wheel" fell off of the manual wheel chair trsx50fb, sn (B)(4). The exact "wheel" or caster is unknown. Evaluation: (B)(4) has been issued for the product return. The product has not been evaluated as of this MDR submission. Risk: due to having no product returned, the root cause is unknown and the risk assessment cannot be determined as of this MDR submission. Summary: a (B)(4) adverse event review of model trsx showed no other mdrs related to wheels or casters falling off since (B)(4) 2008. A (B)(4) quality complaint review for model trsx showed no other issues with "wheels" or casters falling off since (B)(4) 2008. A CAPA review could not be done due to no root cause determination of the wheel falling off on the trsx models. There have been no recalls for either casters or wheels falling off of all manual wheelchair models including trsx models. Conclusion: the customer has been provided and is using a replacement wheel chair. Due to no root cause determination no capas or recalls have been initiated.

Manufacturer narrative:
Details: the consumer stated that the "wheel" fell off of the manual wheel chair trsx50fb sn (B)(4). The exact "wheel" or caster is unknown. Evaluation: (B)(4) has been issued for the product return. The product has not been evaluated as of this MDR submission. Risk: due to having no product returned the root cause is unknown and the risk assessment cannot be determined as of this MDR submission. Summary: a trackwise adverse event review of model trsx showed no other mdrs related to wheels or casters falling off since (B)(6) 2008. A trackwise quality complaint review for model trsx showed no other issues with "wheels" or casters falling off since (B)(6) 2008. A CAPA review could not be done due to no root cause determination of the wheel falling off on the trsx models. There have been no recalls for either casters or wheels falling off of all manual wheelchair models including trsx models. Conclusion: the customer has been provided and is using a replacement wheel chair. Due to no root cause determination no capas or recalls have been initiated.

Event description:
The consumer was self propelling in a wheelchair when the wheel allegedly came off the chair. The consumer did not fall out of the chair and no injury is alleged.